Event description:
Pulmonetic systems, inc. Received a call from a representative in 2002. The representative reported the following problem: parent stated that they transferred pt to vent at bedside. After placing patient on the vent, 2 min passed and vent shut off. Vent inop alarm lit but no audible alarm that they can remember. They did not have any problems after that. Caregiver at bedside when incident occurred.